Event description:
It was reported that, during a cuff surgery, the healicoil anchor was inserted in the pilot hole, then it was noticed that the anchor broke. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. Preliminary results of investigation have concluded that the anchor threads were broken and missing which makes it a reportable event.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned with original box and there is debris on it. The anchor is in place on the inserter device and part of the threads are broken and missing. Part of the sutures are wrapped on the handle; the rest have been cut away. No other physical damage is visible to the device. A functional evaluation of the returned device found that the mechanical portion of the device is in working order. Device passed functional test. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of the material found there are requirements for conformance and a certificate of material analysis is required. Based on the condition of the product material found during visual inspection, additional material testing is not required. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Product evaluation noted that the returned healicoil anchor had broken/missing threads and it is unknown if this breakage occurred internal to the patient. No clinically relevant supporting documentation was provided for inclusion in a medical investigation. The device IFU does caution that ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ the healicoil anchor is implantable, biocompatibility is not an issue. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. It was determined the device contributed to the reported event. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended or inappropriate or excessive force to the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.